Event description:
It was reported the za9003 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to unknown reasons. Reportedly, the symptoms lasted 28 days. The replacement lens was another jnj iol model zcb00 17.0 diopter iol. It is unknown if the patient was unable to perform any daily activities that they were able to prior to surgery. The iol directions for use were followed. There was no incision enlargement, no suture(s), and no vitrectomy during the lens exchange procedure. It is unknown if medication was prescribed (outside of standard care) or if medical attention was required. Patient status post lens exchange was reported as fully recovered. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, a-5 patient ethnicity, and a-6 patient race: patient information cannot be provided due to personal data privacy legislation/policy. Section section d-6b date explanted: unknown as information was not provided. Section h-3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 07-jun-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a lens was received in a j&j lens case. The lens was inspected under magnification. The complaint lens was received cut in half, stuck together, and both haptics were bent. The lens was cleaned and presented with cosmetic damage to the optic body and damage to the edge of the lens. Complaint issues "pt-explant" and "hm-unspecified injury" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.